Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose went from 300 mg/dl to 420 mg/dl after he bolused. Customer stated that insulin was not getting in and he changed everything out. Customer's blood glucose is 428 mg/dl. Customer received a no delivery alarm during fill tubing. Customer treated with a manual injection. Customer stated that he has a back-up plan. Customer stated that the no delivery alarm occurred during manual prime and is recurring. Customer stated that the alarm was still active on the pump at the time of the call. Customer ran a manual prime and the pump did not alarm no delivery. Customer was advised that the pump was working as designed.